Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6009397 have already been previously tested in the complaint (B)(4) on 14-may- 2024. Test results: the reference samples were visual inspection. All test results were within specifications as per the test report (B)(4). The reference samples were static pull tubing-tubing connector test is found in accordance with specification. Device history record (DHR) review: the lot 6009397 was manufactured according to the work instruction (wi) version 117 in the line 6, on 27/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 04/jul/2025 against malfunction code tubing detached from tubing-tubing connector and lot 6009397 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced event on (B)(6) 2025 where tubing was detached from connector. The issue occurred with one infusion set used for four hours. The patient replaced the infusion set tubing and insulin was resumed successfully. No further information available.